Event description:
It has been indicated by the customer that the bed was sloping down towards the head end. During further inspection it has been found that the welds between hi-lo guide tubes at the head end of the bed has broke away from cross section. No injuries sustained. Reference MFR report # (B)(4).